Manufacturer narrative:
Chemical and performance analysis of the product involved in this situation is underway; samples for analysis were received by 3m espe on may 14, 2007. However, batch records for the lot number reported indicate that the product was within specification at product release. The patient is reported to be allergic to nickel sulphate and possibly polyether components. Nickel sulphate is not a component of impregum penta. Based on current complaint history, reports of reaction to polyether impression materials are rare; approximately 2 reactions (of any nature) are reported per million product applications. While this number is low, 3m espe ag takes all allegations seriously and continues to search for root causes or contributing factors that may have led to a reaction. Actions taken to date to identify potential causes include: cooperating with a dental university to conduct dentist-to-dentist follow-up of reaction allegations (our experience indicates that information may flow more freely between dentists than from dentist to manufacturer), chemically analyzing returned product when it is available, conducting additional irritation testing of product and components and reviewing product composition with toxicology experts. No common cause or factors has been identified to date. An allergy test using a test protocol that was developed between the dental and the dermatological faculty of the university, will be carried out with the patient to received more valid information on potential causes for the reported adverse event. D4: add'l lot # 249865.

Event description:
It is reported that 3-5 hours after two dental impressions were taken with impregum penta, manufactured by 3m espe ag, the patient experienced itching and blisters at the contact area. Ten to twelve hours after the impression procedure, the patient reportedly felt dizzy and suffered swelling in the mouth, difficulty in swallowing and breathing. It was reported that an emergency doctor treated the patient with cortisone. The symptoms subsided 10 min after cortisone application.